Event description:
The number 5 contact on this 8 contact electrode did not work. It was implanted on (B)(6)2009, and removed on (B)(6), 2009. It worked for approx 48 hours. No pt injury occurred as a result of the event. Additional clinical info requested from reporting facility.

Manufacturer narrative:
The device involved in the reported incident is expected to be received for evaluation. An investigation has been initiated based upon the reported info.